Manufacturer narrative:
The product has not been returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that when the valve was tested intra-operatively, there was no flow. According to the report, it was decided that the valve was not operating properly and was changed. The report stated that the valve had not been implanted in the patient. Reportedly, a new one was primed and it worked.

Manufacturer narrative:
The valve was patent and met the requirements for siphon, reflux, leak, pressure-flow and pre-implantation testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. There was crystalline debris noted in the interior and the exterior of the device. The instructions for use that accompany the device state that ¿care must be taken to ensure that particulate contaminants are not introduced into shunt components during preimplantation testing or handling. Introduction of contaminants could result in improper performance of the shunt system. Particulate matter that enters the shunt system may result in shunt occlusion, or may also hold pressure/flow controlling mechanisms open, resulting in overdrainage.¿ a review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4)